Event description:
Event description cpi received information that this bipolar lead was removed from service because of a placement difficulty. During the implant procedure the physician decided to remove this lead, when unscrewing the lead the helix tip straighten out. The physician alleged this lead was 'flawed'. The lead was replaced with a new lead of the same model successfully.